Event description:
A us dist returned a monitor indicating that it was unable to complete incoming testing.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming testing) has been confirmed. As received, the monitor displayed code --charge profile fault. Upon eval. The j1111 connector pins were contaminated. The cause of the inability to complete testing and the charge profile fault is the contaminated connector pins. The root cause of the contaminated connector pins cannot be positively identified. No adverse event resulted from the defective monitor.